Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-uni-celect. Similar to device under 510(k) k090140. MFR date unknown as lot# is unknown. Summary of investigational findings: introducer was not returned, why exact reason for predetached filter cannot be determined, but since reloaded for jugular approach, the filter may not have been correctly attached/secured to jugular introducer. From the IFU, preparation for jugular approach: "push the release button on the jugular introducer handle to advance the grasping hook beyond the protection sheath. Catch the hook of the preloaded filter on the femoral filter introducer and release the button to firmly grasp the filter." "Secure the lock on the jugular introducer handle by pushing the red knob on the back side." There was found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: upon sheathing the filter, the physician noticed the filter was already detached. The safety was still on but had not depressed the button to release it. No harm to the patient or disruption to the case. The filter placed as it was meant to be placed and remains in the patient's body. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.